Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). On a sunday (date unspecified) the patient experienced a "spider bite from a brown recluse spider." On an unreported date, the patient experienced a fever and was admitted to the hospital for the event. On an unreported date, the patient was diagnosed with an "infection from the spider bite" and received treatment, which included an unspecified antibiotic and cutting out the infected area and inserting a drain. After taking this prescribed antibiotic (unspecified), the patient began to experience "extreme stomach aches." On an unreported date, the patient was diagnosed with peritonitis. It was reported that the patient was experiencing "infection from the spider bite" and "peritonitis" at the same time. Both of the events were being treated at the same time with two different antibiotics, both administered IV (intravenously). On an unreported date, the patient was discharged from the hospital. It was reported that the cause of the peritonitis was the spider bite. At the time of this report, the patient was recovered from both events. A review of all batch record documents for potentially associated lot number gd894303 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 3, for the minicap involved in this event. This is a report of a patient who experienced peritonitis. Nine days after the on set, the patient was hospitalized for the peritonitis. However, the treatment information was not reported. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.